Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/10/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box and total daily doses showed no user data; indicating that the pump was never used. The black box showed no indication of a power loss. A visual inspection of the pump showed no damage to the battery compartment or returned battery cap. The returned battery cap was able to fully secure on to the pump. The pump was exercised for 24 hours with no power loss. The complaint was not verified or duplicated during testing.